Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4),implanted: (B)(6) 2015, product type: catheter. Patient codes (B)(4) are applied to the catheter. Device code (B)(4) is applied to the catheter. Eval code-conclusion code is applied to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (ba clofen) 2000mcg/ml with an unknown dose via an implantable pump for intractable spasticity. It was reported patient had not been really getting efficacy/was feeling a lack of effect and patient still had clonus and hand movement that was reduced during trial. It is unknown what led or contributed to the issue. A dye study was performed on (B)(6) 2016 and healthcare provider (hcp) was unable to aspirate from the catheter. Patient was being scheduled to get the catheter replaced. The issue was said to have not been resolved. The cause of the inability to aspirate the catheter was not determined, and therefore the catheter will be replaced. Patient was taking a low dose of oral baclofen at time of the event. No further information was available at time of report.

Event description:
Additional information received from business partner (B)(4) on (B)(6) 2016 indicated that on (B)(6) 2016, it was learned the patient was a non-hispanic/latino ((B)(6)) female and further medical history included a neuroblastoma. The synchromed ii pump, was reported as implanted (B)(6) 2014 (previously reported as (B)(6) 2015); therapy with lioresal 2000 g/ml started on this date with the pump placement. Further concomitant products included: baclofen (unknown) and gabapentin at unknown dates of therapy, route, dose and frequency of use. The patient treatment was noted to include lioresal 2000 g/ml at 1081.9g/day per simple continuous infusion. On an unspecified date in (B)(6) 2016, the patient had more muscle spasms/clonus. On (B)(6) 2016 (previously reported as (B)(6) 2016), the patient was sent to ir (interventional radiology) for assessment of the pump with aspiration and they were unable to aspirate the catheter. The patient's family was consulted and they opted to have the pump removed, the lioresal was discontinued (unspecified date) and on (B)(6) 2016, the pump was explanted. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.